Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally input value into blood glucose and not units in bolus menu. Customer¿s blood glucose ranged between 250-400 mg/dl. Tandem technical support provided additional training in regards to bolus deliveries.